Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-02715, and 1627487-2021-14599. It was reported that the patient had an infection at the ipg and lead incision sites. As a result, the system was explanted on (B)(6) 2021. The infection is resolved.